Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by turbid effluent. The cause was unknown. The patient was hospitalized on the same day as the onset. The patient was treated with unknown antibiotics (doses, routes and frequencies not reported) for peritonitis. 14 days after the onset date, the patient recovered from the event. Pd therapy was ongoing. No additional information was provided as the reporter declined follow up.